Manufacturer narrative:
The device has not yet been received by the MFR for investigation. According to the medwatch form received, the single use only device had been reprocessed and reused by the account.

Event description:
It was reported that when irrigating a wound, a piece of the irrigator tubing was noted to have broken off. Nothing fell into the surgical site and the account had a back up device to use to complete the procedure. There was no clinically relevant delay and no one was inadvertently exposed to the irrigation fluid. There were no adverse consequences associated with this event.